Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the whole monofilament was returned loose and there was a knot formed. This is consistent with successful needle deployment and suture retrieval. Based on the condition of the returned device, the suture was pulled out from the artery. The probable cause for the suture pulled out of the artery is not enough tissue captures or the device was deployed outside the artery. There were no manufacturing or quality deficiency detected that could have contributed to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the failure mode for this complaint. There is no indication of a product quality deficiency. The probable root cause for the suture pulled out of the artery is related to the operational context in the use of the device. To assure that all products perform according to specifications they are subject to a 100% inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a diagnostic percutaneous catheterization through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted with a perclose proglide device. Reportedly, when the needle plunger was removed from the body of the device, the entire suture with the knot intact pulled out from the vessel. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. The operator was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.